Manufacturer narrative:
Investigation summary: review of the submitted log file data confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, the report of a possible outflow graft malfunction could not be confirmed through this evaluation because no CT scan images were submitted and the device remains in use. It was reported that the patient experienced low flow alarms associated with high pi values. The patient¿s beta blocker was recently discontinued and his mean arterial pressure was high in the 90s. The patient reportedly complained of worsening dyspnea and a CT scan showed evidence of ¿possible outflow graft malfunction¿. The submitted controller event log files cumulatively contained data from 13mar2019 ¿ 19mar2019 and showed that multiple active low flow controller fault flags were noted from (B)(6) 2019¿ 16mar2019, several of which lasted longer than 10 seconds to result in intermittent, transient low flow hazard alarms. The low flow events were associated with calculated average flow values of 2.3-2.4 lpm, which is just below the low flow alarm threshold of 2.5 lpm. Significantly elevated calculated average pi values up to 10.5 were also noted during the low flow events. The low flow events resolved after about 1:00 pm on 16mar2019. Despite the momentary low flow condition, the system appeared to be operating as intended and the actual motor speed remained above the low speed limit for the duration of the log file data. Additional information provided by the account on 18mar2019 indicated that the most likely cause of the low flow alarms was hypertension. The patient¿s blood pressure was medically managed and he would reportedly be monitored for further alarms and symptoms. Multiple attempts were made to obtain additional information from the customer regarding the reported ¿possible outflow graft malfunction¿; however, no additional information on the issue was provided and the complaint file will be closed accordingly. No CT images were submitted for review. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 2 years & 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen for at an urgent care clinic today due to low flow alarms. History showed 11 low flow alarms between 2 am and 7 am. Pulsatility indexes were between 9.2 to 10.1 at the times the alarms were recorded. Beta blocker was recently discontinued and maps (mean arterial pressure) today were 97 and 99 sitting and 94 standing. The log file captured low flow events on (B)(6) 2019. These occur at times when pi is elevated. There do not appear to be any type of mcs equipment issues causing these events. However the patient has complaints of worsening dyspnea and also computed tomography scan evidence of possible outflow graft malfunction. Patient started on norvasc 5 mg daily.